Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the advisory. The patient was stable and discharged after the procedure.